Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion was received measuring 45 cm. The outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: product ID: 5594 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
The right ventricular (rv) lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.